Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - blue 30. As it was stated, one of the fixing screws was loosened, two of them were missing, and one of them was replaced with an incorrect screw. There was no injury reported, however, we decided to report the issue in abundance of caution as defect of the screws involved in this complaint may lead to the detachment of the whole configuration and serious injury in case of event reoccurrence. It was established that when the event occurred, the surgical light did not meet its specifications due to fixation screws holding the device main tube being loosening and breaking and, in this way, contributed to the event. Information gathered during the investigation indicates that the device was not being used for patient treatment when the event occurred. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, there were no serious injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the issue investigated herein is very low. A root cause analysis was performed by subject matter experts, and it was established that in case of loosening of screws, the probable cause of loosening or breaking corresponds to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations (installation instructions blueline 0136402 ed. 2c, pages 6-9, 19, 29). In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program, mentions to check the tightening of fixation screws on the suspension tube (technical manual blueline 0136202 ed.2c, pages 11, 136, 144). In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - blue 30. As it was stated, one of the fixing screws was loosen, two of them were missing, and one of them was replaced with an incorrect screw. There was no injury reported, however, we decided to report the issue in abundance of caution as defect of the screws involved in this complaint may lead to the detachment of the whole configuration and serious injury in case of event reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.